Event description:
The pt presented with a thoracic aneurysm and was treated with three gore tag thoracic devices successfully. Pt was sent tp ICU and two days later died. During the post-op course the physician noted signs and symptoms of distal embolization, loss of motor skills on the left side of the body and elevation in the pt's creatine levels. It was the physician's opinion that the pt died of distal embolization that caused renal failure. Case films will be sent to gore.